Event description:
It was reported that after completion of a pta at rbp of a focal lesion in the sfa, the balloon could not be deflated. Reportedly, the user then re-attached the endoflator to the catheter, and pulled on the catheter to straighten it. The pta balloon could then be completely deflated. The device was removed without incident and no report of injury to the patient.

Manufacturer narrative:
The sample was discarded by the user facility. The investigation is currently underway.